Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the reporter, on (B)(6) 2025 around 5:30pm, the patient was watching tv. About an hour later the patient¿s husband came home to find her unconscious and sweating. The husband checked her cgm which was displaying high, he did not check her bg nor provide any treatment. The patient¿s husband called for an ambulance. Upon arrival, emergency medical services (ems) checked the patient¿s bg which was 30 mg/dl while the cgm was 327 mg/dl. The patient was taken to the hospital; no treatment was provided by ems. The patient was unable to recall the length of time she was unconscious. The patient was also unable to recall what medications or treatments were provided at the hospital. The patient was discharged from the hospital 8 hours later. At the time of the report, the patient was in good condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid when ems arrived. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.